Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 03/17/2015.

Event description:
Type of procedure: colorectal. According to the reporter: surgeon stapled rectal stump, upon removing the stapler, noted that stapler did not fire staples. The instrument cut the tissue, however, staples were not deployed. There was no unanticipated tissue loss, no tissue damage, and no blood loss over 500ccs. Surgical time was delayed by more than 30 minutes as they had to perform a muscosectomy and a hand sewn anastomsis to fix the product problem.